Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On 03/11/2026, it was reported that dr. (B)(6) stated that a 62 year old, female patient was experiencing an allergic reaction to a silent nite device. The patients face (lips and eyes) were swollen and puffed. The patient wore the device for two nights and started getting a reaction. The symptoms went away when the patient stopped using the device. It was stated by the doctor that the patient has known allergies with medications from their records. The provider was advised that the patient should stop using the device and return it. Additional information received reported that the patient started using the device on (B)(6) 2026 and the symptoms started on (B)(6) 2026. The patient stopped using the device on (B)(6) 2026. The patient took benadryl for the reaction and was reported as doing much better. The patient has not yet had allergy testing performed.